Manufacturer narrative:
The customer returned the softclix lancing device without any lancets. The device was tested with lancets at various depth settings. Each test resulted in an appropriate puncture; the lancets retracted correctly and ejected correctly. The lancet was primed and released with no problems. The cap could be removed and placed on the device with no problems. The customer had alleged parts broke off of the device. There were no parts broken off the device. There were no findings that verified the customer's allegations.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of an issue with the coaguchek softclix where the device no longer retracts and the needle extends beyond the end cap. The date of event is only an approximation as the customer could not remember the specific date. The customer stated that removal of the adjusting ring for ejecting the lancet is very difficult. This difficulty has led to the customer accidentally sticking their finger 2 times. The customer also mentioned a piece of the plastic housing breaking off during ejection. There was no information provided to reasonably suggest that the customer required any treatment or intervention to prevent permanent impairment. The customer's current condition was provided as "well." The customer's softclix device was requested for return. The investigation is currently ongoing.